Manufacturer narrative:
The investigation has been completed. The console (ic3882) was sent back for further investigation. This is a known pattern failure in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. This lasts between 2 to 10 minutes, after which all signals go back to normal. Complaint cause is a known pattern failure characterized by temporary loss of placement signal. The root cause of the transient loss of opm-related signals could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller experienced a controller error yellow alarm, no clinical details regarding resolution. No patient harm reported.